Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced blood glucose (bg) 570 mg/dl which was addressed correction bolus via pump and insulin pen. Cause for bg was unknown. Tandem technical support verified with the customer that insulin was being pumped out as intended. Recommendation was made to consult with healthcare provider regarding diabetes management.